Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had a display problem. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the external pulse generator (epg) had a display issue. It was observed that the upper-side display was non-functional, and the liquid crystal display (lcd) was found to be defective. Almost all incoming tests conducted on the automated test system failed. Additionally, the keypad exhibited cosmetic damage, and all six elastomers in the lower case were improperly positioned. Furthermore, transparent yellow polyimide tape was mounted over the test contacts on the printed circuit board (pcb), and old buttons were present on the encoder. The epg was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.